Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube detached when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. During preparation, the bypass tube got detached. The device was not used and another angio-seal device was used to successfully achieve hemostasis. There was no health damage to the patient. Additional information was received on june 6, 2018. There were no other devices or equipment used with involved angio-seal device.